Manufacturer narrative:
Block b3: event date approximated based on patient hospital admission date. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: 7079007. Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: 7080925. Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent an explant procedure with incision drainage due to suspected infection at the implantable pulse generator (ipg) and lead implant sites. The patient presented with pain, swelling, and headache, and was hospitalized prior to surgery. Cultures were obtained during the procedure, but results remain unknown. The patient was treated with antibiotics, and the devices were retained by the facility for culture testing. No additional adverse patient effects were reported.